Manufacturer narrative:
Results: the ace68 was stretched and ovalized from approximately 116.5 ¿ 120.5 cm from the hub. The total length of the device was approximately 133.5 cm. Conclusions: evaluation of the returned ace68 revealed a stretched and ovalized device. If the ace68 is forcefully retracted against resistance, damage such as this may occur. The overall length of the catheter was measured and found to be within specification. During functional testing, the ace68 was advanced through and retracted out of a demonstration catheter without an issue. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the stretch could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) from a penumbra system ace 68 kit. During the procedure, the physician was making the second pass using the ace68 and a penumbra system 3max reperfusion catheter (3maxc) and reported that the inner distal tip of the ace68 had become stretched. It was also reported that the physician experienced resistance while retracting the ace68. The ace68 was therefore removed and was no longer used in the procedure. The procedure was completed using another ace68 and the same 3maxc. There was no report of an adverse effect to the patient.